Manufacturer narrative:
The model: 1000 electrode and delivery catheter was returned to ebr for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
A 78-year-old male with a history of non-sustained vt and left-sided heart failure underwent battery and transmitter implantation on (B)(6) 2025, and electrode implantation on (B)(6). Initial electrode tracking failed despite normal rv pacing and lv egms. After replacing the electrode and cables, reliable tracking was achieved near the transmitter using the same settings. No complications occurred and no adverse patient sequelae was reported.

Manufacturer narrative:
The model 1000 electrode and delivery catheter was returned to ebr for investigation. However, the investigation has not yet been completed and is still in progress. Another supplemental report will be filed when the investigation has been completed. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
The device (delivery catheter, electrode and associated cables) were returned to ebr for analysis. The electrode was still mounted on the delivery catheter. The returned device consisted of an electrode mounted on a delivery catheter with a ripped sock and solidified contrast medium around it, likely due to incomplete flushing during cleaning. Initial electrical tests confirmed continuity and isolation between the anode and cathode were intact. Acoustic tank testing was also performed with the electrode still attached to the delivery catheter. The electrode was tested in an acoustic tank with a functioning transmitter, which showed no output from the electrode, confirming clinical symptoms of non-function. The electrode was then detached from the delivery catheter and tank testing was repeated with similar results. Testing confirmed that there was no acoustic output from the device, there were no signs of internal electrical damage (esd) and that there was an intermittent internal short between anode and cathode triggered by light mechanical flicking. X-rays imaging revealed that all piezoelectric transducers had detached from the inner wall of the electrode can and the transducers were freely moving inside the device, consistent with mechanical shock damage (possibly during handling or transit). Implant imaging (cines) showed the transducers were already dislodged at time of implant, ruling out post-return damage. The electrode failed as a result of mechanical shock that dislodged all internal transducers, rendering the device incapable of converting acoustic energy to electrical output and an intermittent internal short likely caused by a loose wire.